Manufacturer narrative:
(B)(4) - device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed a manual time change from (B)(4) 2013 18:49 to (B)(4) 2013 17:49; there was no pump-initiated time change prior to this manual reset. The total daily dose totals added up correctly and reflected the users programmed basal rates. Only typical usage alarms and warnings were observed. The pump successfully completed and passed the required 29-hour flow accuracy test and was found to be delivering within the specification. A pinkish contrast was observed on the display screen. The pump cover was removed and the pink display was replaced with a test display. The test screen was fully functional and was fully illuminated with no visible signs of discoloration. The allegation that the pump contributed to the patient's hyperglycemia was not observed and could not be confirmed during the investigation.

Event description:
The patient contacted animas on (B)(4) 2013 reporting a blood glucose level of 567 mg/dl with lethargy and moderately increased thirst. The patient reported bolusing all day but blood glucose levels are only down to 425 mg/dl. There was no additional information provided. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.